Event description:
It was reported that patient underwent pectoralis repair on (B)(4) 2010. During the procedure, three suture anchors fractured. The procedure was completed using a competitor's product, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
This medwatch is being filed to report the event as it led to a delay in the surgical procedure of greater than thirty minutes.evaluation of the component found evidence to suggest that it fractured due to over torque.review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device. Prior to insertion of the implant, predrill, awl or tap." It is not currently known what technique was used to prepare the site prior to insertion of the anchor. The user facility was notified of the event on (B)(4)2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report submitted (B)(4)2010.